Event description:
It was reported that the 9900 system was not locking. No pt injury was reported.

Manufacturer narrative:
The reported issue is under inveatigation. A f/u report will be filed when add'l details become available.